Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the co2 on the device did not work during a resuscitation effort. The involved patient died.